Event description:
It was reported that during a lap cholecystectomy procedure, the staples were dropping out of the device. A second device was used to complete the procedure. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.